Event description:
It was reported that the patient got out of bed and fell resulting in an impacted fracture of the left femoral neck. The bed exit did alarm as intended.

Manufacturer narrative:
Imdrf codes updated to reflect the completed investigation.

Event description:
It was reported that the patient got out of bed and fell resulting in an impacted fracture of the left femoral neck. The bed exit did alarm as intended.